Manufacturer narrative:
Concomitant medical products: addrl1 ipg implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that possible oversensing was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.